Event description:
Customer states: I am a diabetic, in 2008, I was injecting myself with insulin when I inserted the needle injected the medication and removed the syringe, I noticed there was no needle attached to the syringe. At about 2 days later, I went to my primary care giver, and they took 6-8 x-rays, but the machine is new and the tech was new to the procedure, so she could not see anything in the x-ray. Mon - wed. My arm was in pain so I called my transplant coordinator, she referred me to the ER. Three days later, I went to the ER were I was x-rayed twice, and the needle was found across the bone of the arm. I visited my nephrologist who will let me know if any procedure will be done to remove the needle because I am a kidney transplant pt, they are not in a rush to do my further surgery right now but I received antibiotics intra muscular.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.